Event description:
Customer reports the following: "the rate amount of the drug being dispensed is not accurate." Reporting due to the referenced error; no harm to patient was reported. Device history record was reviewed and no event linked with the reported issue was found. Device history log was reviewed and unclamp error (x2) was found. History data does not confirm event described in the complaint. The device was not returned to brézins as its repairs and investigation were carried out locally at (B)(6) by our technical team. Additional information received: infusion rate was not affected it was the flush rate that was affected. If it is a 15 minute drug infusion and the flush is 3 minutes. The flush rate would be longer and each patient was different. No patient was overdosed or underdosed. An external and internal check was performed on the device and nothing to notice. All tests carried out on the device were compliant including the flow rate test performed (x3). No technical or functional cause could be identified for this event as the device worked as intended during testing. Therefore, the reported event has not been reproduced and is not valid. The device was cleaned, post service tested per quality control check list and released for use. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.